Event description:
The account alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer pedal assembly and the brake hex rod and screw to resolve the issue.